Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly failed to obtain samples. It was further reported that the both slides fired, but the cannula was allegedly not fully closed over the stylet and the sample notch was revealed upon removal from the patient's body. No coaxial was used. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly failed to obtain samples. It was further reported that the both slides fired, but the cannula was allegedly not fully closed over the stylet and the sample notch was revealed upon removal from the patient's body. No coaxial was used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: four maxcore disposable core biopsy instruments were received for evaluation. During visual evaluation, all 4 samples was received with both slides in their initial position. Further on functional testing for all 4 samples, the top slide was pushed into the device to prime, and the device was able to be lock into place when the bottom slide was pushed. By cocking and firing the device into a chicken breast for 6 times the device was further tested. All 6 samples were obtained without any issue and the device was able to prime and fire properly. Therefore, the investigation for the reported failure to fire cannot be confirmed. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.